Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00165 through 2245578-2011-00168 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.15 ng/ml on a patient with diagnosis chest pains/indigestion. I-stat: result: 0.15 ng/ml, time: 06:55; 0.01 ng/ml, 09:15. Becton dickinson: lab result: <0.03 ng/ml, time: 06:52. The suspected discrepant results were released to the physician. Based on the information available at the time, there were no injuries associated with this event.